Event description:
It was reported that there was a malfunction resulting in insufficient agent delivery less that -20% of setting during a case. The unit was replaced and case resumed. There was no patient injury.

Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The flow sensor was replaced to resolve the issue. Block a: no patient information to date after calls to end user 01/26/26 and 01/30/26. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.